Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). Although the suspected device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an accutrac 200 laser fiber was used in the kidney during a ureteroscopy with laser lithotripsy procedure performed on (B)(6) 2016. Reportedly, the laser unit used was a lumenis 120w console. According to the complainant, during the procedure, the laser fiber did not seem to break up the stone and the physician requested to have the fiber replaced. When the surgical tech tried unscrewing the laser fiber connector from the laser unit, it was found that the connector had overheated and burned her finger. No treatment was required for the burn. The procedure was completed using an accumax 550 laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
An accutrac 200 laser fiber was received for analysis. Visual examination of the returned device revealed that the exposed glass fiber tip measured approximately 3.5mm and appeared used. Examination under magnification revealed the pattern on the tip face is consistent with normal minimal degradation. The laser fiber was received broken into two pieces: one piece measured approximately 14cm from the top of the laser fiber connector to the break, the other piece measured approximately 300cm from the break to the fiber tip. There was no damage noted to the fiber face within the sub miniature-a (sma) connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the break was bright, clear and scattered. Since the complainant confirmed that channel 1 of the console was slightly out of alignment, the most probable root cause of the reported event is caused by other device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on february 9, 2016 that an accutrac 200 laser fiber was used in the kidney during a ureteroscopy with laser lithotripsy procedure performed on (B)(6) 2016. Reportedly, the laser unit used was a lumenis 120w console. According to the complainant, during the procedure, the laser fiber did not seem to break up the stone and the physician requested to have the fiber replaced. When the surgical tech tried unscrewing the laser fiber connector from the laser unit, it was found that the connector had overheated and burned her finger. No treatment was required for the burn. The procedure was completed using an accumax 550 laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.